Event description:
It was reported that when using the bd pyxis¿ anesthesia station es did not power on and displayed a black screen despite being plugged in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and the screen was black. A field service engineer verified power at the outlet, identified a malfunctioning internal power supply, replaced the power supply, and performed full power test on the hardware test application, battery voltage, battery recharge, and capture ID testing. The system functioned as intended after the field service engineer repaired the device.